Manufacturer narrative:
The infection was captured under MFR: 2916596-2020-04319. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the day subject was discharged from the hospital and admitted to transitional care unit for continued treatment of an infection. The patient reported seeing "blue sparkling lights" in his left eye followed by total blackness. He was sent to the emergency department and re-admitted for further evaluation. He was diagnosed with left eye crao, with likely embolic etiology.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
The site communicated that he was admitted for further evaluation on (B)(6) 2020. Neurology was consulted and noted that etiology of complete retinal artery occlusion was likely embolic, recommending occupational therapy for visual rehab. Per ophthalmology, subject not a candidate for hyperbaric oxygen treatments due to left ventricle assistance device, but could perform ocular massage and use iop (intraocular pressure) lowering drops. Outpatient follow-up recommended with optical coherence tomography and friedreich's ataxia testing. Lipitor 10 mg once daily was started, and inr goal was increased to 2.5-3. Subject was discharged (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported thromboembolism as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23dec2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists peripheral thromboembolic event as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.